Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited crosstalk oversensing, resulting in the delivery of inappropriate anti-tachycardia pacing (atp) and approximately 12 inappropriate shocks. During implant it appeared the coil was in the atrium and there was discussion about repositioning the lead, however the physician chose not to. At this time, it was suspected that the right ventricular (rv) coil was on or across the valve and sensitivity may be a factor. Technical services (ts) discussed that the lead may need to be placed further into the rv. Additional information received indicated that the lead was repositioned, and the patient was discharged from the hospital the next day. It was noted that there were no further incidents of crosstalk after the lead revision. No additional adverse patient effects were reported.